Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) was informed by the customer during the phone call that the issue had been resolved. No further troubleshooting was performed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication was not found when the user attempted to pull it, and the customer reported that the issue had occurred after the upgrade process was completed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.